Event description:
It was reported the pt's device was replaced due to an incorrect lead placement. Information from the pt's health care provider (hcp) stated "lead placement was wrong" and there was some dislodgement or migration of the lead that resulted in a disconnect. No further details were given. The lead and battery were replaced on (B)(6) 2010. The pt outcome was reported as "no injury."

Manufacturer narrative:
(B)(4).